Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump lost power resulting in a blood glucose level of 17 mmol/l with shortness of breath. The patient reported attempting to deliver a bolus with elevated blood glucose levels and realized that there was no power to the pump. The patient indicated that there were no pump warnings prior to turning off. The patient reportedly removed the battery and noted corrosion in the battery compartment and noted a crack in the battery compartment when the battery cap was replaced. A new battery was inserted and the pump powered on appropriately. The patient confirmed that the battery cap was secured appropriately to the pump. The patient reported that the pump was occasionally cleaned with water in the sink. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evidence of power loss was observed in the pump black box on (B)(4) 2012 at 7:39 pm; delivery was resumed at 11:36 pm. A crack was observed in the battery compartment, the threads were found to be stripped, and corrosion was observed inside the battery compartment. A review of the pump history indicated that the pump daily insulin delivery totals correctly reflected the patient's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power loss was duplicated during testing. The battery cap was tested and was found to be within specifications. The pump was opened and no further damage was observed inside the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Use error contributed to the event. The patient reported that the pump battery compartment was cracked; the user guide instructs the patient to examine the pump regularly and to contact animas if they suspect the product to be damaged. No conclusions can be made at this time.